Event description:
The customer reported that his olympus endoeye hd ii telescope was producing an intermittent image during a procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The video cable was broken and therefore the image was purple, though not intermittent. Additionally, the fiber bonding the outer tube area was found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective cable. Olympus will continue to monitor field performance for this device.